Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
Customer called in to report hospitalization for low blood glucose levels. Customer states hospital removed insulin pump. Blood glucose level was 38 mg/dl at home and 192 mg/dl during hospitalization. Customer stayed in the hospital for three days due to developing pneumonia. Nothing further reported.